Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited undersensing after antitachycardia pacing (atp) was delivered during a ventricular fibrillation (vf) episode. Programming changes were made to address the issue. The patient was in stable condition.